Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. User facility medwatch form, (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. - attachment: (B)(4).

Event description:
See attached user facility medwatch.